Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump received with moisture damage at motor assembly and electronic assembly. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to no button response unable to verify motor error alarm due to no button response. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer was having keypad anomaly with the insulin pump. Customer stated the insulin pump was submerged in river water. Customer also stated the buttons kept getting stuck and on the day of call he received a motor error. Customer's blood glucose was 93 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.